Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was no ECG waveform detected. The device failed to read ECG with the last 3 patients. The customer confirmed no harm occurred, the users swapped defibrillators and were able to monitor the patient's ECG. There was no reported adverse patient impact.